Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device displayed a battery error message and failed to charge its internal battery.there was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to an authorized resmed third party service center. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)